Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump displayed repeated alert 42 indicating a motor current sense failure, did not proceed after multiple restarts and a full charge, and was replaced; the device was not functional and the user transitioned to subcutaneous insulin using backup therapy. Symptoms included hyperglycemia with a reported high above 400 mg/dl, abdominal pain, headache, and trace ketones that resolved after following the ketone action plan. Outcomes included temporary loss of automated insulin delivery and need for backup insulin therapy without hospitalization or professional medical intervention. Investigation included review of the reported alert history, troubleshooting steps taken by the user, and logistics for device return and replacement. Investigation of this device revealed a suspected current sensing fault within the insulin delivery motor system leading to an insulin delivery interruption, consistent with previously observed device malfunction alerts for motor current sensing. It was concluded that the cause was a device malfunction related to the motor current sensing circuit.